Manufacturer narrative:
The investigation determined that the error was caused by the damaged sample disk cover.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys tsh assay, elecsys ft4 ii assay, and elecsys ft3 iii results for 1 patient sample tested on a cobas e 411 immunoassay analyzer. Of the data provided reportable malfunctions were provided for tsh and ft3 iii. The initial tsh result was 0.04 iu/ml. On (B)(6) 2018 a tsh result of 4.33 iu/ml was obtained from the same sample. The initial ft4 ii result was < 0.023 ng/dl. On (B)(6) 2018 a ft4 ii result of 1.12 ng/dl was obtained from the same sample. The customer stated there was an abnormal liquid level detection alarm that occurred around the time of initial result. The customer stated that on the day of event there were multiple other samples were an analyzer alarm was generated. No specific data was provided. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The tsh reagent lot was 294897 with an expiration date of aug-2018. The ft4 ii reagent lot was 288197 with an expiration date of dec-2018. A field engineering specialist found that the sample disk cover was damaged. The field engineering specialist replaced the affected parts. The field engineering specialist confirmed that the analyzer operated without any problems. The customer stated that since the service visit the instrument has been operating without any problems.